Event description:
A reliant stent graft balloon was used in an endovascular procedure with another MFR's stent graft. Aneurysm and vessel morphology were not reported. There were no issues reported during the prep of the reliant balloon. It was reported that when the physician pulled negative, there was blood coming back into the balloon delivery catheter. The reliant balloon catheter was removed from the pt and another reliant balloon was used to successfully complete the case. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results: balloon leak.